Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that the customer "passed out" and woke up in the intensive care unit (ICU) with a blood glucose level in the 700¿s mg/dl; cause was unknown. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.